Event description:
The customer's pump shut down unexpectedly and would not turn on until plugged into a power source. Reportedly, the battery level was 15% when shutdown occurred. The customer's blood glucose level was impacted.

Manufacturer narrative:
The device has been received for eval. However, device the eval is not yet complete. A supplemental report will be submitted upon completion of the eval.